Manufacturer narrative:
The device in question was discarded and not available for technical analysis. Based on the information provided by the user, the clip application was not verified prior to tissue resection. It is stated in the instructions of use that the white application ring must be remain visible and be observed. Only when the white application ring has been moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instructions of use. Moreover, it is addressed in the user training to verify successful clip application before resection of target tissue.

Event description:
The colonic ftrd was used for the treatment of an adenoma in the coecum. Due to a large amount of tissue in the cap, the clip application was not verified by the user prior to tissue resection. The perforation was closed with a clip. The haemorrhage needed to be treated surgically. The patient was admitted to the ICU.